Event description:
On 5/3/2022, it was reported by a sales representative via phone that an ar-9944l-0l maxforce mtp compression plate was implanted successfully in patient during a first mtp fusion procedure on (B)(6) 2021. Three months ago, due to daily walking, the plate broke. On (B)(6) 2022, patient underwent revision surgery and had the plate removed. Surgeon implanted an ar-8944cl-s low profile mtp plate and completed the revision surgery without any issues. Both original and revision surgery were performed at the same facility and by the same surgeon. No further issues has been reported.

Manufacturer narrative:
The complaint is confirmed based on the customer provided photo, which displays the broken plate. However, without return of the device for physical evaluation, the cause remains undetermined. No change in harm was identified.